Event description:
Surgeon reported that a pt underwent a ventral hernia repair with mesh implant in 2008. The pt presented with spontaneous drainage of pus on six days later. The pt was returned to surgery on the next day for drainage. No bowel inflammation was observed. No further info was provided.

Manufacturer narrative:
No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all sterilization and finished goods release criteria.